Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted; the trocar balloons were broken. The lock collar was broken. The valve doors appeared intact. The inflation syringes and obturators were received. The condition of the devices precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon and broken lock collar may occur when mishandled during clinical application. Our instructions for use warn against the action that was taken. The investigation detected a secondary condition of handling rough that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy procedure, the device balloon physically broke while placing the camera port. There was no patient injury.